Event description:
From (B)(6): it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2010. According to report, it was difficult to obtain samples of cerebrospinal fluid during the pt's most recent infusion appointment. The device was surgically explanted on (B)(6) 2012. According to reporter, the device's catheter portion was found to be broken. A new device was implanted and pt was treated with morphine for pain. Pt was discharged from hosp care on (B)(6) 2012. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.